Event description:
I purchased a roche accu-chek advantage test meter and was given one free by the co. When I first used the meter I compared it to my precision qid which was in line with my blood tests at the hosp. The accu-chek seemed to be high so I put it in the closet and used the precision qid until nearly all strips that I could obtain had been used. I tried the accu-chek advantage with expired strips and the blood sugar numbers were very high. I called the co and they said because my strips were expired they would send out 10 new strips and control solution. A couple of days later the control solution and the strips arrived. I called accu-chek and the person told me how to use the control solution and both meters checked out fine. I had my dr write out a rx for new accu-chek test strips and used the precision qid until the new strips arrived. When the strips arrived I saw my blood sugar numbers very high. Since I use a sliding scale to administer insulin this would dramatically increase my insulin use. On 10/1/05, I used the new test strips and had a morning # of 128, a lunch number of 179 , a prior dinner number of 160 and prior to bedtime I was 227. These are much higher than I have ever experienced. I called and told them about the problem. They wanted to send out a new meter even though the control solution showed the meters to be working properly and I agreed. On 10/2/05, my prior breakfast reading was 94 and I took my usual amount of insulin. While I was working in the kitchen I felt my blood sugar level drop and went to test my blood sugar levels with the accu-chek advantage. The first accu-chek meter showed 282. I then went to the second accu-chek advantage meter and it showed me at 226. Being on a sliding scale I should have taken 80+ units of insulin but the feeling was having always showed me to be low, normally in the 50's. I used my precision qid to test my blood sugar immediately. This meter showed me at 58. Had I used the sliding scale and relied on roche accu-chek advantage I believe I would now be dead. I called the co and they wanted to replace a meter and I said that these meters were now "evidence." Because the readings are so off scale I went without testing until I could get some precision qid test strips. A new meter did arrive in by fed-ex, I used it and again. The new meter and new test strips showed me very high over my very accurate precision qid. I was told by accu-chek that a person cannot compare meter to meter. How absurd, it's the the same blood at the same time. I was conscious as to how the person on the phone always had answers that were the fault of something outside of their meters. I contacted your office via e-mail and was directed to the maude site and was shocked at the number of complaints that had been filed but yet absolutely nothing had been done to prevent what happened to me. This complaint is directed to two areas: a co has a deadly problem with their meters and does not take them off the market or make changes so their readings are proper according to blood tests. The readings from this co's meters can be deadly. Second: why hasn't the FDA taken action against this co when I get 500 hits on the computer in the maude system for the years 2004-2005? The FDA continues to allow these products to be on the market and used. Many diabetics are not educated in what their blood sugar levels should be or how much insulin to use in a "sliding scale." I don't think that a lot of people would find fault with the meters because they do not understand what is happening. I want the FDA to realize that this letter is giving you info on what could have caused my death. I also want the FDA to realize that on its own web site are many complaints of high numbers, people being taken to the hosp only to find they were low, identically what happened to me, except for the ambulance and hosp. From the date of this letter forward, I hold the FDA to be liable both in a criminal court and a civil court. This is a warning of a deadly product and it should be taken seriously. I will not release these meters or test strips to anyone but the us dept of justice for legal action. If you refuse to take the meters off the market and demand further testing I reserve the right to make this a very public issue. With this incident I feel that the FDA has failed me. How you treat this matter will decide to what extent I will take it in the future. The matter is far from over unless you take measures to investigate, recall and use all measures at your disposal to make sure this does not repeat itself. It's very interesting that this co seems to want to replace meters. I guess we are supposed to think we're getting a better meter.